Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture unknown grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a breast augmentation primary with mentor memorygel breast implant, 400cc, silicone breast implants experienced right sided device migration, and left-sided capsular contracture unknown grade postoperatively. The report indicated that the dr. Prescribed singular, and implant did not drop, and right implant gradually slipping out of the pocket. As a result, patient underwent bilateral unknown replacements on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
Suspect device received on july 13, 2021. Device evaluation completed on july 18, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Date of explantation updated to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on july 23, 2021, the replacement devices are as follow: r/ cat#: l 3506504bc, sn#: (B)(6) & l/ cat#: 3506004bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).